Event description:
It was reported that the patient presented for implant of the right atrial lead. During the procedure, it was noted that the lead exhibited failure to capture and high pacing impedance due to suspected lead fracture. The physician elected not to use the lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of fracture, failure to capture, and high lead impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found no anomalies. Electrical testing did not find any indication of conductor fracture or internal shorts.